Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional information d9.

Manufacturer narrative:
The device has been requested to be returned, however, it has not been received. A video was received for evaluation, however, investigation is not yet complete.

Event description:
The customer reported a general complaint in which they stated that on unspecified dates, there were observations of disconnections involving 4¿ (10cm) smallbore trifuse ext set w/3 microclave, 3 clamps, rotating luer. The customer reported that the disconnections occurred from december of 2022 and that the disconnections mainly occurred with chemotherapy infusions. The customer stated that c-clips were utilized in many of the incidents and that the disconnections occurred at the same location. There was patient involvement, however, harm was not reported as a consequence of this event. This report reflects 6 of 6 incidents.